Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: ¿they [21g butterfly needles] are blunt and have a hard time piercing the skin resulting in the needle bending".

Event description:
Sales representative reported on behalf of healthcare professional, ¿they [21g butterfly needles] are blunt and have a hard time piercing the skin resulting in the needle bending". This record is for unknown side. The devices status is unknown.

Event description:
Sales representative reported on behalf of healthcare professional, ¿they [21g butterfly needles]are blunt and have a hard time piercing the skin resulting in the needle bending". This record is for unknown side. The devices status is unknown.

Manufacturer narrative:
After additional review, it has been determined that abbvie is not responsible for reporting on this product. Reporting is the responsibility of b. Braun medical who has been notified of this complaint. Additional, corrected and/or changed data: h.2, h.6, h.11.